Event description:
Device 1 of 3. Ref MFR reports: 1627487-2014-05721, 05722. On 09/26/2014, the pt was implanted with an scs system for off-label use. It was reported invalid contacts were present the following day. X-rays were taken and revealed the extensions had pulled out of the ipg header. As a result, the pt underwent surgical intervention on (B)(6) 2014. During the procedure, the last contact from one of the extensions was found to be inside the ipg header. In turn, the doctor explanted and replaced the extensions (with different models) along with the ipg. Optimal stimulation was restored post-op.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.